Event description:
During an unk procedure, the device did not work properly. No details in regards to the device problem were received. The case was completed and there was no consquence to the pt. It was reported during analysis, the device produced malformed clips.